Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003; 694965 lead, implanted: (B)(6) 2005; 419488 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) pace/sense lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Noise was also noted on the rv pace/sense lead. The rv pace/sense lead was capped. The pace/sense portion of the existing high voltage rv lead was utilized instead. No patient complications have been reported as a result of this event.